Event description:
It was reported tha a revision was performed due to loosening.

Manufacturer narrative:
The affected devices were returned and evaluated. The purpose of this investigation was to perform an analysis of the retrieved profix porous ha coated tibial base and pro-fix metaphyseal tibial stem. The implants were examined visually and with a stereoscope. The proximal surface of the tray has a scratch that appears to have been caused by an instrument during extraction of the insert. The porous surface of the tray has bone attachments in the middle portion of the tray. The anterior portion of the tray has worn and burnished beads on the anterior portion of the tray that might have occurred either during extraction or due to rubbing against bone. Stereoscopic imaging showed the porous ingrowth surface to be intact. Based on examination of the implant the exact cause of tray loosening could not be ascertained from the information available. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.